Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the cable was out of electrical specification, as a result the cable was replaced.

Event description:
It was reported the programmer rf (radio-frequency) head would not read a device. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.